Manufacturer narrative:
Device received. A review of the device history record: device history lot part number: 03.632.036. Synthes lot number: 9959562. Supplier lot number: n/a. Release to warehouse date: 22 jun 2016. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary background: it was reported that on (B)(6) 2019, the surgeon was performing an l3-5 posterior fusion with bilateral pedicab screws and rods. While inserting a screw, one of the matrix sleeves began to chip away at the threaded tip. The sleeve was removed and swapped for another one. This happened a second time. The screw was implanted using a 3rd sleeve without an issue. There were fragments generated but was removed easily. Procedure was successfully completed with no delay. There was no patient consequence. Concomitant device reported: unk . Screws (part # unknown, lot # unknown, quantity # unknown) this complaint involves two (2) devices. Investigation flow: damage visual inspection: the holding sleeve-long for matrix (part # 03.632.036 lot # 9959562) was received at us cq. The distal threads have broken off at the most distal point of the tip. It is clearly sheared off, as evidenced by the fragmented tip and shear marks. There are light scratches along the shaft that are consistent with regular wear. No other issues noted. The issues found with the device are consistent with the complaint condition thus confirming the complaint. No issues were noted during drawing review. The measured major diameter was within tolerance. Manufacturing record evaluation: the holding sleeve-long for matrix (part # 03.632.036 lot # 9959562) was manufactured by (B)(4) on 22-jun-2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Conclusion: the complaint was confirmed for the holding sleeve-long for matrix (part # 03.632.036 lot # 9959562). There were clear shear marks on the distal thread of the device as a portion of the tip has broken off. Although no definitive root cause could be determined, it is possible that the device encountered unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon was performing an l3-5 posterior fusion with bilateral pedicab screws and rods. While inserting a screw, one of the matrix sleeves began to chip away at the threaded tip. The sleeve was removed and swapped for another one. This happened a second time. The screw was implanted using a 3rd sleeve without an issue. There were fragments generated but was removed easily. Procedure was successfully completed with no delay. There was no patient consequence. Concomitant device reported: unk. Screws (part # unknown, lot # unknown, quantity # unknown) this complaint involves two (2) devices. This report is 1 of 2 for (B)(4).